Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3670 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced tooth fracture ("I have teeth cracking I had great teeth now I'm 29 looking at dentures"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and tooth fracture to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media : tooth fracture. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: plaintiff fact sheet received. Case became serious incident. Event medical device removal added. Product start & stop date added. Patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3670 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced tooth fracture ("I have teeth cracking I had great teeth now I'm 29 looking at dentures"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and tooth fracture to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media : tooth fracture. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("meical device removal / the device is firmly imbedded within the tube's lumen") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, dyspareunia, endometriosis, insomnia, anxiety, allergy, abdominal pain lower and pelvic pain. The patient had a family history of polycystic ovarian syndrome. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3670 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced tooth fracture ("I have teeth cracking I had great teeth now I'm 29 looking at dentures"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered embedded device and tooth fracture to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: gross description: spanning the isthmus segment of the left cornual region is a metallic, coiled structure that is grossly consistent with an essure device. In this region, the device is firmly imbedded within the tube's lumen. [Ultrasound scan vagina] on (B)(6) 2020: findings: multiple follicles are noted within each ovary sub centimeter in size and numerous but this is likely physiologic in a young patient of this age impression: 1. No worrisome abnormalities are convincingly noted 2. The ovarian volume bilaterally is slightly prominent with multiple small follicles bilaterally which is likely age appropriate but could be seen with polycystic ovarian syndrome under the proper clinical scenario concerning the injuries reported in this case, the following ones were reported via social media : tooth fracture. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Event- " medial device removal updated to embedded device". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.